Event description:
This is a philips diagnost eleva fluoroscopy and radiology machine. The table was in a horizontal position with an elderly pt on the table. The pt's granddaughter had been standing by the bucky side of the table helping soothe pt while x-rays were being done. The granddaughter had just moved to the head of the table when the bucky shot open and ejected the cassette without prompting or warning. This cassette flew approximately 5 or more feet and hit the cabinets on the wall across the room. There was quite a bit of force for this to travel this far. This has been reported to philips, also.